Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) experienced syncope. Upon interrogation it was discovered this system was exhibiting noise, oversensing and pacing inhibition. The pacing inhibition resulted in greater than two seconds of asystole. Additionally, the right ventricular (rv) lead exhibited high pacing thresholds. Subsequently, due to the noise and oversensing issue the patient underwent a revision procedure and both products were explanted and replaced. No further complications have been reported.